Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician continue using the device to monitor the patient until patient was transferred to the ER. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity logs showed occurrences of ECG cable fault and pacer pause lead fault. However, these advisory messages do not indicate a device malfunction. An ECG cable fault indicates pacer was entered without the ECG cable being attached. The pacer will pause if the leads are not attached or making contact to the patient. The ECG cable used during the reported event was nto returned for evaluation. Analysis of reports of this type has not identified an increase in trend.